Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156863.

Event description:
Voluntary medwatch received states the left ventricular lead was explanted due to infection. No additional adverse patient effects were reported.